Event description:
The line was placed in '08 after placement an x-ray was taken which showed a metallic foreign body, approximately 2 cm, in the subclavian that was not present prior to placement. The facility is not sure if it is a piece of the guidewire of the tls stylet that remains in the patient. The radiologist attempted to remove the foreign body without success and has recommended leaving it in place and monitoring the patient at this time.

Manufacturer narrative:
The device has not been returned tot he manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.